Manufacturer narrative:
Attempts have been made to obtain additional information. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
During insertion, the balloon did not inflate. Took catheter out of the patient and tested the balloon. Air was not leaking and the balloon inflated.